Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 2 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient was alone in his car when he started to "feel low" and was hot. His cgm was reading 221 mg/dl, however, no bg meter reading was taken for comparison. The patient self-treated with fruit snacks but eventually passed out. The patient regained consciousness on his own after approximately 5 minutes without intervention. The patient then went home. The patient did not seek help from higher care. At the time of the report, the patient recovered and felt better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.